Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell cycle three of seven of peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted the patient in clearing the alarm and the patient ended therapy for the night. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.